Event description:
A falsely elevated potassium result of 13.60 mmol/l was obtained on a pt sample. The result was flagged "assay range" and should not have been reported without being diluted and retested. The result was reported to the physician. The sample was repeated later in the day and a lower result was obtained. The pt was treated and later expired. The exact nature of the treatment is unk.

Manufacturer narrative:
No device failure occurred. The instrument is performing within specifications. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated potassium result was user error for reporting a result flagged "assay range" without diluting and retesting the sample, and sample integrity. The IFU for dimension quiklyte integrated multisensor states: "specimen tubes should be centrifuged unopened and the serum or plasma should be separated within one hour after venipuncture, as prolonged contact with red cells will cause elevated k+ results." No further evaluation of the device is required. - this is to document corrections on the MDR 2517506-2008-00073 report, submitted to the FDA in 2008. The corrections are as follows: added the phrase: "no device failure occurred. The instrument is performing with specifications." The following statement has been revised: "analysis of the instrument and instrument data indicate that the cause for the falsely elevated potassium result was sample integrity and user error for reporting a result flagged "assay range" without diluting and retesting the sample." The statement now reads: "analysis of the instrument and instrument data indicate that the cause for the falsely elevated potassium result was user error for reporting a result flagged "assay range" without diluting and retesting the sample, and sample integrity. These corrections were made to clarify the cause of the falsely elevated potassium.